Event description:
Terumo medical corporation received the following information: it was reported that post percutaneous coronary intervention (pci), the sheath was pulled at 2115. Per the cath lab report, small and soft hematoma was present on handover. Eventually it spread to entire forearm. Swelling was noted, tenderness to palpation and weak pulses. Pressure was held until 0120 upon which first air was removed. Manual pressure was applied, second tr band applied with 10ml of air to treat hematoma. 13ml of air was injected into the tr band when applied. The patient arrived on unit with hematoma approximately 10-15 minutes after inflation of tr band. No noticeable damage to the device. Product was not manipulated in any way before use. Patient was stable. Procedure performed prior to the use of the tr band was angioplasty, using a 6fr sheath.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided. A5: ethnicity: requested, not provided . A6: race: requested, not provided . D4: lot #: requested, not provided . D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown, as the involved lot # was not provided . The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.